Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an unspecified mentor tissue expander has remained implanted in a patient since (B)(6) 2019. Patient was informed by an unknown party that the device can remain inside of them for up to a year. There is no report of adverse event or patient consequence, however, mentor tissue expander IFU states that, mentor tissue expanders are not intended for use beyond six months.